Event description:
It was reported that a pump did not pass a flow rate accuracy test (programmed amount and delivery rate unk). The customer stated that the pump is more than 10 percent inaccurate. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. The device also passed add'l flow rate tests. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. The device also passed add'l upstream occlusion and downstream occlusion tests. MFR report # 1314492-2012-00554 and 00556 are related to this report. At this time, the date of event is unk.